Event description:
We received a medwatch form from the FDA where the reporter indicated a female patient "acquired a fungal and/or acanthamoeba infection, while using complete moistureplus multi-purpose solution." The narrative indicated that the patient had been treated at an unknown hospital, then was relocated to an unknown eye institute on the fourth day of the infection, as the infection was not yet under control. She had been in and out of the hospital 10 of the last 32 days, receiving many "antibacterial, antifungal and antiamoebic eye drops, such as atropine, zymar (gatifloxicin), natacyn (natamycin), neomycin, brolene, phmb and pred forte (prednisone acetate)." An outcome of "disability or permanent damage," "required intervention to prevent permanent damage/impairment" and "serious medical event" were indicated, apparently supplied by the reporter. No other information was provided. Batch record review, chemistry and microbiology testing on a retained unit were all within product specifications.

Manufacturer narrative:
H6: retained testing from a reserved sample was evaluated. Complaint unit was not returned to the manufacturer for testing. Explanation for chemistry, batch record review, and microbiology (sterility) testing on retained sample were performed. Chemistry and microbiology (sterility) tested for a retained unit were within product specifications. Batch record review completed and no deviation was found in manufacturing or quality reports.